Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported that implant vial cap is cracked.

Manufacturer narrative:
Zimvie received one (1) tsvtb10, (imp,tsv,3.7,10,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant outer vial had a fractured green cap. The cap's tamper seal was not broken. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1261212. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261212 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿packaging damaged¿ . The customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev.10-03/24. Information identified: "product packaging". Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was inadequate design of cap and vial system. This is an ongoing issue which is currently being monitored. (B)(6), (B)(6) / (B)(6) and CAPA-000227-2024 have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, the reported packaging malfunction did occur. Additionally, the reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.